Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Electronic received with corroded electronic assemblies and corroded motor home switch. Electronic unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. Customer¿s blood glucose value was unknown. Customer was doing swimming. Customer was advised to discontinue the use of the insulin pump and revert to a back-up plan as per as healthcare professional instruction. Customer was advised to place the insulin pump in the storage mode and remove the battery, press and hold the back button until the screen turn off. The device will return for the analysis.